Event description:
It was reported that customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. Customer reloaded cartridge with insulin and administered a correction bolus to address high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿empty cartridge alarm indicates that the pump has detected that the cartridge is empty and all deliveries have stopped.¿